Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 in the morning. The customer blood glucose level was 1000 mg/dl at the time of hospitalization and the blood glucose level at the time of incident was unknown and the current blood glucose level was 342 mg/dl. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer does not allege pump was under delivering. The customer was treated with insulin drip and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to troubleshooting for high blood glucose value the device will not be returned for analysis.